Event description:
Reported due to a retroperitoneal bleed requiring a blood transfusion. The physician attempted an arteriotomy closure using the perclose proglide device after an unknown procedure. It was also reported that an angiogram had been done and the arteriotomy site was confirmed in the common femoral artery, however, "it did appear be a high stick, right at or right below the inferior epigastric, below the inguinal ligament." It was also reported that the size of the common femoral artery was "greater than five (5) millimeters" and that it was "disease free." It was stated that the closure procedure was "successful" and the patient was transferred to the floor. Later the patient was diagnosed with a retroperitoneal bleed. It is unknown how the retroperitoneal bleed was diagnosed. The patient was treated with three (3) units of blood; surgery was not required. It is unknown whether the patient's hospitalization was prolonged as a result of this event. At last report, the patient was said to be "fine." Although requested multiple times, no additional information was available.